Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implant was turned on (B)(6) 2014 and she was told by a nurse that she would only need to charge about 1 hour a week. It was noted that the patient had recharged twice, and she was concerned that the battery depletion was not normal. It was noted that the patient had an appointment on (B)(6) 2014. Additional information received reported that the patient was charging more than expected. It was noted that the patient¿s device was implanted on (B)(6) 2014 and was turned on (B)(6) 2014. It was noted that the patient had to charge her implantable neurostimulator (ins) 3 times already. It was noted that the ¿manufacturing representative told her that she would recharge 1 time per week for 1 hour.¿ it was noted that the patient¿s battery was draining really quickly. It was noted that the patient had full coupling when recharging. It was noted that the patient had been sitting for 2 hours and she was only at 50% battery charge. It was noted that the patient had not seen the charge complete icon on her recharger. It was noted that the patient had not charged longer than 2 hours at a time. It was further noted that the patient¿s amplitude for the left side was 6.4 and the right side was 5.5. The pulse width was 3.0.